Manufacturer narrative:
The user facility did not involve the local dräger s&s into any follow-up measures. The only further details that could be obtained were that the users reportedly verified a proper working connection of the device to mains supply and was thus suspecting a relation to the internal battery. It is not known what aspects this assumption was based on. A case-specific evaluation is not possible and, it is not even clear what indeed has happened - since the users per report have replaced the device immediately, the perceived shut-down may indeed have been a reboot. When routines in the sw processing become interrupted for whatever reason, the device performs a reboot to set everything back to a controlled state. When a reboot is being initiated, the device powers off briefly and then back on (black screen). A successful reboot typically lasts 12 seconds; the device alerts the user to the reboot and will continue ventilation with the latest settings. Based on experience with the local market, a scenario which may fit to the reported aspects would be the following: the device monitors the internal temperature to prevent from overheating. If the temperature exceeds a certain value, the supervisor software switches off the power supply to allow it to cool down. With a sufficiently charged internal battery in good condition, operation will be continued interrupt-free. If the battery however is worn or depleted, the device will perform a reboot to re-establish ventilation. The major contributing aspect to this would be lack of preventive maintenance - not only in regard to the battery but also to the overheating: the openings in the housing through which the device takes in ambient air for cooling are protected with dust filters - when these haven't been exchanged for a long time and clogged with dust, the air intake will be insufficient leading to overheating. Other scenarios may apply as well; a differentiation is not possible due to lack of information. If indeed the event had a relation to the internal battery, use error in terms of failure to follow the manufacturer's instruction has to be considered as a contributing factor as well. The internal battery serves as an important fail safe mechanism and has to be inspected regularly and replaced in appropriate intervals. Further, the IFU emphasizes that testing the availability of the battery shall be part of the pre-use check procedure before each ventilation episode. It is recommeded to have the device checked by trained service personnel and repaired if necessary.

Event description:
It was reported that the screen of the ventilator suddenly went black during use and that the device stopped working whereupon the users immediately disconnected the patient to perform manual ventilation. Another device was introduced then; the event did reportedly not lead to consequences for the patient.